Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the poly insert would not engaged into tibial tray. Surgeon inspected bottom of poly and felt that it may be defective. Surgical delay by 2 minutes.

Manufacturer narrative:
Examination of the returned device found damage that confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.